Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had her entire scs system removed. The patient stated her stimulation therapy was no longer effective. The date of the explant is undetermined at this time.